Event description:
It was reported that there was a frayed cable with the fenestrated bipolar forceps instrument. The customer reported event has no report of patient injury.

Manufacturer narrative:
The fenestrated bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have damage to the conductor wire's insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged as well as the internal wires. The instrument passed an electrical continuity test. The components adjacent to the damaged wire insulation did not show damage. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. .